Manufacturer narrative:
This is the same event as 3010536692-2014-01528, -01529. This report will be updated when investigation is completed.

Event description:
Allegedly, patient suffering from pain, discomfort, dysfunction, metallosis, dvt, inflammation, infection and septic hip. (Left)